Event description:
Patient had reported loss of stimulation after suffering a fall. During a leasd revision procedure, the surgeon decided to replace the implant with a new advanced bionics spinal cord stimulator.